Event description:
The customer reported via phone call that they were dispatched through emergency room due to high blood glucose level and low blood glucose level on (B)(6) 2022. Customer¿s blood glucose level was 400 mg/dl and 30 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin drip high blood glucose level and sugar low blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that drive support cap was normal. Customer was not assisted with troubleshooting for high blood glucose level. No further patient complication were reported. The device will return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
Customer's son reported that customer was hospitalized on (B)(6) 2022 at 16:00 for a low of 30mg/dl. Customer was treated with intravenous fluid and sugar. Customer also had high blood glucose of 400mg/dl on (B)(6) 2022, which he treated with emergency room visit. Customer was treated with potassium, magnesium, and regular intravenous fluid. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event and likely within 48 hours of the reported high blood glucose event. It was unknown if sensor was used on (B)(6) 2022. Pump will not return for analysis.